Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, and issue related to the device's oxygen blending module board was observed. The device's oxygen blending module board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported an issue related to the device's oxygen blending module board was observed. The oxygen blending module board was replaced to address the issue. During additional testing of the device at the manufacturer's service center, the device failed a test step during testing. The device's interface board was replaced to address the issue. A new oxygen blending module board will be replaced preventatively to address the issue.